Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0vjdq, implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The patient reported stimulation in the wrong location on their toes and the entire body. The patient felt shocking sensation and stated that "every time it storms outside I get electrocuted, it shocks me". It was indicated that the patient went to the health care provider (hcp) once in (B)(6) 2015, because "the entire left side of their leg was vibrating all the way down to their foot so they lowered the voltage a little bit but was still feel it all the way to the bottom of their toes when she should only feel it in their bladder and now she was feeling it in their entire body". The patient stated that this has been happening for a couple months. It was confirmed implantable neurostimulator (ins) was on. The patient call a day later stating that she went to hcp office on the morning of the later call and they are going to swap out battery because defect in it. The patient stated the doctor checked the device and all the numbers were off. The patient restated she has been getting electrocuted when it storms. The patient was waiting to see if she can be rescheduled for thursday. The manufacturer representative a week and half later that impedance measurement were taken before the procedure and everything was within the normal range but patient was getting shocking sensation with the system during rain and thunderstorms. It was noted that the system was replaced on (B)(6) 2015 with a new lead and ins. The manufacturer representative stated that following the procedure the patient was getting good stimulation. The patient indication was for gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of implantable neurostimulator model 3058, serial no (B)(4) showed no significant anomalies. Testing revealed good, stable output on all electrode pairs. It was determined that the neurostimulator was functioning properly.

Event description:
It was later reported that patient was extremely unhappy with the results and patient was finding it hard to believe that nothing was found. She would like her device to be retested. The representative did review with patient that analysis was bench testing and what happens in our bodies may be different.. The representative pulled the product from storage and performed some bench testing on the returned ins and lead. He confirmed that the implantable neurostimulator (ins) has good stable output on every electrode pair. He monitored the output for a little more than one hour on an oscilloscope set to a persistence mode so he could watch for any changes in output and none occurred. He also confirmed that the lead has good continuity on all circuits and no shorts between circuits. There does not appear to be any anomalies that would cause intermittent stimulation or shocking. He did not repeat all the testing that was performed on the original analysis. In the original analysis, they monitored the output of the ins at body temperature for 100 hours and there was no evidence of intermittent or surging output. They could not test a device for shocking sensations during a thunderstorm as was stated in the complaint, however, the fact that the ins passed the final functional test on the automated test console (ats) indicates that the protection circuitry for guarding against electromagnetic interference (emi) was working. The complaint regarding stimulation in the wrong location (down the leg and in the toes) would more likely be a lead placement issue or programming issue rather than a device anomaly. There was not much more they could do other than repeat all the testing which I believe will not yield anything new.

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.